Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study was reported following an intraocular lens (iol) implant procedure, the haptic was observed over the iris. Iol repositioning was done for the dislocated iol haptic in the capsular bag without complications.